Event description:
It was reported that the rigid video scope had lines in the image and color issue. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11 corrected fields: e1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: r-unit was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit was broken and therefore the color issue (image was purple). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.